Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised seat is cracked. (B)(6) advised frame is gray and seat is white on the commode. (B)(6) advised it has a lid and round bucket. (B)(6) advised only sticker on unit says invacare. (B)(6)advised could not provide model or lot number. (B)(6) could not provide any further information.